Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a post balloon aortic valvuloplasty (bav) was performed, due to moderate paravalvular leak (pvl), and created a ventricular septal defect. A plug was attempted to close the leak but during this process, the ascending aorta was dissected. Subsequently, the patient died.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. The conclusive cause could not be determined from the limited information available. Dissections and perforations are known potential adverse effects, per the instructions for use (IFU) that can occur during any invasive procedure. In this case it was not reported as being due to the valve, but rather due to the plug that was used. The report of patient expiration was ascertained as being related to the procedure. As neither an autopsy nor an explant was performed, a conclusive assessment of the relationship between the event and the device could not be reached. A procedure- or valve-related death is an inherent risk when the patient condition is such that a prosthetic aortic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported events.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.